Event description:
The customer reported that the cine was not working and the foot switch on the 9800 was only working intermittently. No pt injury was reported.

Manufacturer narrative:
The ge rep ordered and shipped a new foot switch. The customer replaced the part. The customer reported that the system was tested and operates as intended.